Event description:
It was reported that during an unk procedure, the clips kept falling out of the cartridge. Cartridge separates and clips fell out. It is unk how the case was complete. There was no pt consequence.